Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of "door jammed!" In the log. A visual inspection was performed and no abnormalities were found. The device was determined to not meet all product specifications related to the reported event. Evaluation reproduced the reported symptom while attempting to run an infusion. Internal inspection found the cause to be an upper link screw to be out of adjustment. The link screws were adjusted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "door not fully latched". There was no patient injury or medical intervention associated with this event. No additional information is available.